Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 10bag 500 pl/wg separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into shield. Verbatim: consumer reported found 1 additional syringe on (B)(6) 2021 from this box needle stuck in shield"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned one syringe inside a pouch, identifying it as a 0.3ml 30 gauge 8mm syringe from lot # 0015237. The needle shield and hub have separated from the barrel. The hub has become lodged inside the shield. There is no damage to the connector at the distal tip of the barrel or the base of the needle hub. The plunger cap was returned separated from the syringe, but there are no signs of use. No other defects found. A review of the device history record was completed for batch# 0015237. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 10bag 500 pl/wg separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into shield. Verbatim: consumer reported found 1 additional syringe on (B)(6) 2021 from this box needle stuck in shield."